Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During preparation, it was noticed that the stent was kinked and the guide catheter was broken. Another advanix biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.